Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6) failed to power on was confirmed through event log review and during functional testing. The root cause of the reported complaint was a failed power supply module due to failed components. The event log data showed several error messages, including mid:14 (bg power supply) and mid:16 (software related), recorded around the customer's reported event date. The customer did not report these error messages, but they likely were related to the failing power supply module. The thermogard console failed functional testing during run-in mode, powering off suddenly, thus confirming the customer complaint. The power supply module needs to be replaced to remedy the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(6). Correction: component code (g), h11 additional manufacturer narrative

Event description:
During setup to initiate ivtm therapy, the thermogard console (sn (B)(6) failed to power on. Another thermogard console was used to initiate the treatment. No patient injuries were reported.

Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6) failed to power on was confirmed through event log review and visual inspection. Further investigation revealed that a loose hmia umbilical cable caused the intermittent power issue on the console. Visual inspection revealed a loose hmia umbilical cable. This condition intermittently prevented the thermogard console from powering on, thereby confirming the reported complaint. The event log data showed several error messages, including mid:14 (bg power supply) and mid:16 (software related), recorded around the customer's reported event date. The customer did not report these error messages, but they likely were related to the loose umbilical cable. The thermogard console passed functional testing without error, and the reported power issue was not reproduced during testing. The technical evaluation revealed a loose hmia umbilical cable as a possible root cause. The umbilical cable was reconnected to address the reported complaint. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(6).